Event description:
Reporter indicated that vns pt experienced an increase in seizure activity when stimulation was initiated. It was reported that the pt's device was programmed to on approximately five months post-implant and that the pt's family member noticed an increase in seizures and decreased alertness at that time. The pt is reportedly doing better now and has since experienced a decrease in seizure activity with improved mood. Investigation to date has been unable to determine the cause of the reported increase in seizure activity.